Event description:
Device malfunction: unk. Symptoms/ae: access site oozing and pain. Time of symptoms/ae: post closure procedure. It was reported that a physician attempted arteriotomy closure post a right internal carotid artery stenting procedure. It is unk if the physician was trained in the use of the perclose proglide device. After the device was removed, the pt experienced oozing and pain at the access site. Hemostasis was achieved with use of manual pressure, pressure dressing, and a sand bag. The access site remained soft and there were no signs of a hematoma. Tylenol was administered for the discomfort. There were no reported pt sequelae. Although requested, there is no add'l info available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device lot history record review did not produce any findings relevant to this report.